Event description:
The customer reported that the 2800 system had a physicist discrepancy of the dose rate was too high. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call.